Event description:
It was reported that the device had rapid battery depletion due to high outputs. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2004; 5071-53, implantable pacing lead, (B)(6) 2009. (B)(4).